Manufacturer narrative:
Correction: h6: updated annex c, annex d and e code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of detachment of component and loss of power. No patient impact reported. Repair request escalated to product event due to customer indication that this report is a complaint.

Manufacturer narrative:
H3: product analysis: evaluation determined that tube bearing was detached. The likely cause of failure was identified as inadequate preventive maintenance. It was also noted that color band and laser markings were faded. B3: date of event notification: 12-dec-2024 date of event or estimated date of incident not provided to manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.